Event description:
It was reported that a sensor wire was stuck in the leg muscle occurred. The sensor was inserted in the leg, which if off-label use of the device, on (B)(6) 2022. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device code - (B)(4).

Event description:
It was reported that broken sensor wire occurred.

Manufacturer narrative:
(B)(4).